Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that inner tubing kinked/buckled, the connector pin bent and the lead appeared damage at implant. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt fluoroscopy showed that the helix of the lead was extended. The helix was retracted. Handling of the lead was "not normal". Fluoro subsequently showed that the helix was "extracted again and straighten". The lead was not used and was replaced. No patient complications have been reported as a result of this event.